Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately twenty-seven years post implantation due to poly wear. The liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.